Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 08/06/2024, it was reported that on (B)(6) 2024, the patient experienced hypoglycemia in the morning and self-treated accordingly. The cgm reading was around 3.5 to 4.9 mmol/l during the day. In the afternoon the cgm reading was low. The patient was really tired, nauseous, dizzy, episodes of vomiting, and was weak so could not stand. The patient's mother took a bg reading which was 31.3 mmol/l and the ketone values were 3.1 mmol/l. The patient's mother took her to the hospital and she was hospitalized with high risk of diabetic ketoacidosis. There was no documentation about the medical intervention provided nor the treatment received. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.